Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were unable to cardiovert the patient's rhythm during defibrillation threshold (dft) testing. Attempts were made in standard and reversed polarity resulting in either spontaneous conversion or non-conversion necessitating external defibrillation. It was noted that dft testing was not performed at initial implant as the patient was pregnant at the time. Boston scientific technical services (ts) reviewed device data as well as x-rays noting low amplitudes across all 3 vectors despite 2x gain and possible sub-optimal system placement. A revision procedure was performed several days later at which time the patient's device was repositioned and moved submuscularly. Dft testing was then performed once again and the patient successfully cardioverted at 65j. No adverse patient effects were reported. This system remains in service.